Event description:
Patient had IV infusion of calcium chloride. Bolus ordered for 150mg and alaris pump was set to deliver bolus of 7.5cc over 15 minutes. Pump program was verified by 2 nurses and a physician. After 15 minutes, the alarm sounded. Inspection reveals the 50cc syringe was empty resulting in over infusion of medication.